Manufacturer narrative:
D6b "if explanted, give date" corrected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined since neither data logs nor product were returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. The cp was placed along with an impella rp for bipella support. The rp had lost placement signal after two days of support. The audio was disabled. The pump remained on for support until weaning and explantation. There was no reported harm or injury to the patient.